Manufacturer narrative:
(B) (4). The axsym system operation manual was reviewed and was found to contain adequate information on the correct procedure for maintaining and replacing processing probes, operational precautions, and hazards of the axsym system. The technician was retrained to follow procedures according to the manual. A complaint review was performed and no adverse trends due to operators being injured by the axsym processing probe were identified. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 or the axsym probe list no. 09a59-01 related to the issue under evaluation.

Event description:
The assistant technician for the distributor ((B) (4)) was visiting the customer site and accidentally punctured the palm of his left hand after removing the processing probe from the axsym analyzer. He sought medical attention and was prescribed zidovudine (300 mg) and lamivudine (150 mg). Hemogram, urea, creatinine, tgo/tgp and viral marker testing was also performed. Viral marker test results were negative.